Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. They had dropped the device in the bathroom. The screen has random lines and they can¿t read it. The customer¿s blood glucose during the incident was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had cracked and bleeding lcd glass, cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched display window and stained address/serial number label.